Event description:
It was reported that debris came out of the blade mount of the handpiece, which may indicate a leaking condition. There was no patient involvement. There was no medical intervention required. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, but based on the quality investigation details the reported event was not duplicated. A sample was not collected, however, there were circumstances found that could possibly have caused debris to exist and exit. A potential cause to have created an event such as this may be contributed to cleaning and sterilization practices at the account. The device was cleaned and re-lubricated, and worn components replaced in the service process as preventative maintenance.